Manufacturer narrative:
Vascular system (circulation), impaired. Malposition of device; improper or incorrect procedure or method. (B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
A 6f angio-seal vip device was used above the bifurcation and below the inferior mesenteric artery. The patient was free of disease at the arteriotomy site. After deployment of the device, the patient lost blood flow distal to the closure site and experienced coldness in the leg and foot and numbness. The collagen was causing the occlusion. Ablation and vascular surgery were performed to restore blood flow to the leg.